Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message code "defib fault 72". The complainant indicated that there was no pt involvement in the reported failure.